Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient upgraded their smart device operating system and the g5 application became inoperative. No additional patient or event information is available.